Event description:
Dialyzers are leaking within the sealed packet. Dialyzers are wet packed but should be dry within the sealed container. Opened 3 other cases of this lot # and found most dialyzers leaking within the sealed packets. All other lot #'s ok.